Manufacturer narrative:
The following other device was also listed in this report: 32mm -4 v40 taper vit head; cat# 6260-5-032; lot# 43564104. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that this involved a revision for what was alleged to be a loose hip. However, it was reported that the stem wasn't loose. It was reported that the patient complained about pain. The insert was allegedly noticed to have some pitting and what looks like metal embedded in liner.

Manufacturer narrative:
An event regarding malposition involving a trident shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event relates to a malposition of a trident shell . There was no allegation of failure against the trident liner. No further investigation is required at this time. If additional information and/or device becomes available this record will be reopened.

Event description:
It was reported that this involved a revision for what was alleged to be a loose hip. However, it was reported that the stem wasn't loose. It was reported that the patient complained about pain. The insert was allegedly noticed to have some pitting and what looks like metal embedded in liner.